Event description:
It was reported that during a right colectomy with ileostomy procedure, the device worked on all but one firing. No further details were available. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device deliver any staples?- yes, the staples formed properly and the staple line was complete. Did the device cut?- yes the cut line was complete and there was no issue with the cut line such as jagged, dull knife, irregular, etc. On which firing did this event occur?- I don't know. What color cartridge was being used?- white and blue. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected? I don't know the analysis found that one pse60a device was received for analysis with a gst60w cartridge loaded on the device. The returned reload was received fully fired and in good visual conditions. Furthermore, the device was found to have the clamping mechanism damaged. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm release and release button were noted worn and damaged in the area where both interact. This damage is consistent with wear that is observed over multiple firings when the user actuates the clamp release without squeezing the closing trigger against the handle. Wear in this area can be reduced by squeezing the closing trigger against the handle, then depressing the clamp release on either side of the device. Maintain pressure on the clamp release and slowly allow the closing trigger to open. No further functional test could be performed due to the condition of the device. However a dry fire was performed and the firing mechanism worked as intended. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.